Manufacturer narrative:
Initial eval confirmed a heater problem. We have not received the heater from the customer to complete our investigation. We will submit f/u report as soon as our investigation is completed.

Event description:
The customer (B)(4) stated that this blanketrol 233 was being prepared to be used on a pt when it tripped the line isolation monitor. (B)(4) went on to say that the hospital is filing an incident report as the pt had to be moved to another hospital. (B)(4) then said the biomedical engineering would be called to discuss the issue with this unit. Biomedical engineering (B)(4) called and talked to (B)(4) and (B)(4) told him to disconnect both of the heater wires and take a current leakage reading. (B)(4) called back and told (B)(4) that the unit is now working properly. The customer will be sent a replacement heater and the heater in question is being returned on (B)(4). In the interim, isr (B)(4) has taken his loaner to the customer so that it may be used unit repairs are made. (B)(4).